Manufacturer narrative:
Block b3: exact date unknown, event occurred a couple months from the date manufacturer became aware of the event. The device was not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed these devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer functioning as intended. The patient underwent an ipg replacement procedure in which an MRI capable ipg was implanted. The patient was doing well postoperatively, and the explanted ipg was kept by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a couple months from the date manufacturer became aware of the event.

Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer functioning as intended. The patient underwent an ipg replacement procedure in which an MRI capable ipg was implanted. The patient was doing well postoperatively, and the explanted ipg was kept by the medical facility.